Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the ptfe pad was worn severely. Both the probe tip and the grasping section had contact marks with each other. The manufacturing history was reviewed, with no irregularities noted. This type of the error and the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that the probe damage error and contact marks occurred when the user kept activating output of the device with the severely worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a right hemi colectomy, three devices of tb-0535fc were used. It was reported that probe damage error occurred frequently and the devices could not be used any more. The procedure was completed with a different device. There was no patient injury reported. After olympus medical systems corp. (Omsc) received three devices of tb-0535fc for evaluation, omsc confirmed that the ptfe pad of the 3rd device was worn severely on (B)(6) 2015. And the other two devices were damaged, but the damage did not correspond to the criteria of MDR. This MDR is regarding the 3rd device that was worn severely.